Event description:
Hcp reported a bolus was given post pump implant to verify the therapy was working. The pump was working appropriately. The patient felt drowsy and had a slight decreased oxygen saturation level. The pt was kept overnight in the hosp for observation. The pt is reported to be doing just fine right now.